Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, the q1 current controlling transistor and the u1 processor were internally shorted and there was contamination on the battery board. The cause of the inability to stay powered is the damaged components and contamination. The cause of the damaged components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack.